Event description:
During surgical procedure in or, surgeon placed suction bovie back in holster. The bovie pencil tubing recoiled, causing it to come out. Drapes removed. Pt assessed. Code red called. Fire alarm pulled. After event cleared, surgical procedure proceeded. Drape & bovie saved. It has been identified that after the tubing surrounding the hot cautery tip was placed inside the safety holster is recoiled back and out of the holster landing on the drape causing a burn. Although this was quickly identified, the patient was negatively impacted and placed at increased risk for ssi [surgical site infection] as the drapes had to be removed and replaced over a surgically opened joint.